Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestrated bipolar instrument froze and during removal of the instrument, pieces broke off and fell into the patient. The broken instrument pieces were removed and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found that the tip assembly is detached from the distal end. The cables and wires have been cut below the proximal clevis. The proximal clevis exhibits various scratch/gouge marks. Engineering concluded that the likely failure was a dislodged clevis due to overloading the tip and the tip was most likely cut off to remove the instrument from cannula. Engineering observation also found that the main tube interface wall is broken on one side and has missing pieces below the wall. It is likely that some of the main tube damage occurred during the dislodgment and some occurred after initial failure, as the tip was being cut off. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.